Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) obtained the following additional information regarding this event: the large suture cut needle driver instrument was inspected prior to use, and no damage was found. There were no issues with the functionality of the instrument during the procedure. No collisions with other instruments or hard material occurred. The instrument was removed during the procedure, and the wrist was noted to have been straightened prior to removal. No resistance was felt by the surgical staff upon removal of the instrument through the cannula. No damage to the cannula or other damage to the instrument was observed after the event occurred. Per the site, the tie rod support did not fall into the patient's anatomy, and was incorrectly reported to isi as an issue. It was confirmed that no fragments of the instrument detached and fell inside the patient. The patient has not experienced any post-operative complications. No photographic images of the instrument or a video recording of the procedure are available for review. The instrument was reported to be available; however, it has not been received for evaluation. Patient demographics and medical history were unable to be provided. Based on the additional information obtained from the customer site, this complaint is no longer considered a reportable event. There was no product malfunction and no patient injury reported. The initial MDR that was previously submitted is being retracted.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. 61 intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. The instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Improper cleaning during reprocessing most commonly causes this failure. The root cause of this failure is attributed to mishandling/misuse. Functional test could not be performed due to the condition of the instrument upon return. The instrument was found to have no broken or missing parts from the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the large suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A log review was performed for the large suturecut needle driver instrument reported in this complaint (pn: defective -470296-05/n101907010039) and the following was found: the instrument was last used on (B)(6) 2020. The instrument had 4 lives for this procedure and was not used for any following procedures. No error would appear in the logs for a fragment falling issue. A site review was conducted and no other complaints were reported for this instrument. There was no photo or video of the event available for review. This complaint is being reported due to the following conclusion: it was alleged that a fragment fell inside the patient with no evidence or claim of user mishandling/misuse. Although the fragment was retrieved and no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the large suturecut needle driver instrument broke and a piece fell inside the patient. The customer stated that the support that holds the tie rod that acts on the movement of the jaws was broken. The fragment was retrieved during the same procedure. A backup instrument was used to continue with the procedure. The procedure was completed with no reported injury.